Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Due to this the device entered in storage mode. This device was explanted and replaced. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Due to this the device entered in storage mode. This device was explanted and replaced. No further adverse patient effects were reported.